Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture was breaking.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of ten devices. The visual inspection noted no abnormalities. However, samples failed functional evaluation and testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.